Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have one severely bent grip, causing misalignment of the grip-tips. There was a 1,2mm offset at the tips. The grips were not found to have cracking damage. Further inspection found a notch at the point where the bend is. The complaint regarding the broken cable was confirmed by failure analysis.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.